Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2015, it was reported that the patient had never left the hospital after the implant due to challenges achieving a balance between anticoagulation and gi bleeding. The patient initially experienced bleeding issues treated by holding the anticoagulation, after which the patient's lactate dehydrogenase levels would increase with suspected hemolysis. The ldh would be treated with heparin infusions and the patient would bleed again. The patient ultimately experienced acute kidney injury. The patient was discharged to home on hospice care on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ from the date of implant to the date of discharge home the device had been implanted for approximately 4.5 months. Specific dates regarding gi bleeding activity, treatment of hemolysis and the onset of acute kidney injury were not provided. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's' investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the reported event could not be determined. Bleeding, hemolysis and renal failure are listed in the instructions for use as potential adverse events that may be associated with the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2015 due to multisystem organ failure.